Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the controller had a loose connection on one of the controller power sources. Log files were sent. The patient was admitted to the hospital after experienced a neurological event. It was reported that the patient's controller was exchanged which resolved the issue. No further information was provided. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed multiple critical battery alarms logged with an incorrect data stamp and no battery capacity, ID, or cycle count. This is indicative of a damaged integrated chip (u7) and a controller which is unable to communicate with external batteries. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to loose connectors on power ports 1 and 2 of the controller. Loose connectors are currently being investigated. Additionally, the controller failed functional testing as it was unable to communicate with external batteries and registered critical battery alarms. This is an additional observation which is not related to the reported event. The most likely root cause of the controller's inability to communicate with external batteries can be attributed to a damaged diode (d9) and damaged integrated chip (u7). A possible root cause of the loose connectors may be attributed to a shift in the manufacturing process. The manufacturer has an open internal investigation to evaluate the communication anomalies between the controller and the batteries heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.